Event description:
It was reported that high threshold and possible loss of capture was observed on a remote monitoring transmission on the right ventricular lead. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: sedr01 ipg implanted: 2008 (B)(6). (B)(4).